Event description:
It was reported that pericarditis occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman flx pro delivery system and closure device (wds) was inserted and deployed in the laa. Multiple wds deployments were performed over the course of approximately one (1) hour, but due to challenging patient anatomy, release criteria could not be achieved. During the final wds deployment attempt, the wds began to move more distally within the laa so it was fully recaptured. A complete transesophageal echocardiogram (tee) sweep was conducted and no pe was observed at that time. The watchman laa closure procedure was aborted, and the physicians decided to continue with a non-boston scientific (bsc) laa closure system. Following implantation of the non-bsc device, their representative reported that a trace pe was identified at the end of the procedure. The patient remained stable and fully recovered. It was further reported that during the event, the patient also had pericarditis and a 4mm leak present. It was further reported that during the event, the patient also had pericarditis and a 4mm leak present around the closure device, but the closure device was recaptured and removed from the patient.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericarditis occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman flx pro delivery system and closure device (wds) was inserted and deployed in the laa. Multiple wds deployments were performed over the course of approximately one (1) hour, but due to challenging patient anatomy, release criteria could not be achieved. During the final wds deployment attempt, the wds began to move more distally within the laa so it was fully recaptured. A complete transesophageal echocardiogram (tee) sweep was conducted and no pe was observed at that time. The watchman laa closure procedure was aborted, and the physicians decided to continue with a non-boston scientific (bsc) laa closure system. Following implantation of the non-bsc device, their representative reported that a trace pe was identified at the end of the procedure. The patient remained stable and fully recovered. It was further reported that during the event, the patient also had pericarditis and a 4mm leak present. It was further reported that during the event, the patient also had pericarditis and a 4mm leak present around the closure device, but the closure device was recaptured and removed from the patient. It was further clarified that this patient was clear of pe post wds removal, and that the pe was only observed on tee after a non-bsc laa device was implanted. The physicians suspect this adverse event was caused by the non-bsc laa device that was implanted and remains implanted.